Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Pan, drivers, cartridge, incomplete cycle. Batch # l55j8t. Additional information requested and received: did the device staple prior to stopping? Yes. Did the device cut prior to stopping? Yes. Is the cartridge pan returning with the device or was it disposed of? No information. The analysis found that the pse60a device was received in good visual condition and with an ecr60d cartridge reload present. The returned cartridge reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. Furthermore the cartridge pan was noted to be detached from the cartridge. In addition the cartridge deck was found damaged where the firing stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the one piece sled pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. A cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications.

Event description:
It was reported that during a laparoscopic low anterior resection, the gold plastic part of cartridge was moved forward from the jaw and the firing could not be completed properly since the cartridge pan came off and remained in the jaw at the 2nd firing on the rectum. The cartridge was gold. Another device was used to complete the case. There were no adverse consequences to the patient.